Event description:
Lv capture threshold and impedance measurement increased after the surgical implant of an lv lead. The pocket was opened and a setscrew anomaly was identified. The device had a connection issue on the lv port. The device was explanted and replaced.

Manufacturer narrative:
The reported impedance anomaly could not be reproduced in the laboratory. It is suspected that the high pacing lead impedance observed in the field resulted from a poor lead-device connection.